Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure a biopsy was taken from the stomach with no issues. They were unable to open the jaws to remove the biopsy specimen from the biopsy forceps and at this time they noticed that one of the pullwires was broken. No part of the device fell inside the patient. Additionaly it was reported that the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the washer tail was bent out of the clevis. The pull wires of the device were intact and were not broken. Functionally the jaws move together in one direction and do not open. The device failed functional testing due to the condition of the returned device. No abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was consistent with the complaint. The evaluation found that the pull wire was not broken, but the washer tail was bent and appeared as if a wire was broken. The most probable root cause is operational context due to anatomical/procedural factors encountered during the procedure that limited the device's performance. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a esophagogastroduodenoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure a biopsy was taken from the stomach with no issues. They were unable to open the jaws to remove the biopsy specimen from the biopsy forceps and at this time they noticed that one of the pullwires was broken. No part of the device fell inside the patient. Additionally it was reported that the device was inspected and tested prior to use and no anomalies were noted. The procedure was completed with another radial jaw 4 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.